Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 56 mg/dl. Customer was treated with glucagon and blood glucose level went to 120 mg/dl. Customer felt like nauseous but they stated it was about her kidney and not related to diabetes. Customer declined for troubleshooting of low blood glucose. The insulin pump will not be returned for analysis.